Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: 2 samples were returned to sbdm. From investigations, the silicone volume on the complaint samples is meeting current medical device regulatory guideline. From sbdm manufacturing process, they are controlling internal standard on the silicone lubricant volume as below 0.2000mg, that is more tightened control point than the current medical device regulatory guideline. The likely cause is that the stopper pushed silicone lubricant inside of the barrel and the silicone lubricant mass seems on the bottom of barrel. That may make the customer thought silicone volume is excessive. Investigation conclusion: 2 samples was returned to sbdm, lot number is 1906282. Sbdm conduct testing to measure the amount of silicone on the stopper from the complaint samples, according to article no. 9, medical device regulatory standard, testing method of silicone lubricant. Testing result of silicone lubricant weight: silicone in the medical device spec: below 0.25 mg per inner size cm from the silicone lubricant test with the complaint sample, the test results met the regulatory standard on medical device manufacturing. Since the silicone lubricant volume comes to approximately 0.25mg per inner size, the customer may think that silicone volume is excessive. House sample inspection: sbdm inspected 30 pcs from lots 1906272, 1906282 and 1907012, no abnormality observed. DHR review: sbdm reviewed the manufacturing record for lot 1906282, there is no abnormality observed. Customer complaint record: sbdm reviewed the customer complaint record, there are no similar complaint from other customer. Root cause description: from investigations, the silicone volume on the complaint samples is meeting current medical device regulatory guideline. From sbdm manufacturing process, they are controlling internal standard on the silicone lubricant volume as below 0.2000mg, that is more tightened control point than the current medical device regulatory guideline. The likely cause is that the stopper pushed silicone lubricant inside of the barrel and the silicone lubricant mass seems on the bottom of barrel. That may make the customer thought silicone volume is excessive.

Event description:
It was reported that foreign matter occurred with a syringe 10ml 21g 1-1/4in. The following information was provided by the initial reporter, "silicone oil over paint."